Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. An insulation abrasion was noted at 13.8 cm to 14.2 cm from the connector pin which exposed the outer coil. This likely contributed to the reported noise. The abrasion was consistent with constant friction with another implantable device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.